Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a power system error repeat every few minutes. The insulin pump was replaced.

Manufacturer narrative:
The pump passed the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected power error 25 alarm was noted during testing. The power error 25 alarm was noted in the download formatted history file due to intermittent non-sleep anomaly. The pump was received with a scratched case, a pillowing keypad overlay, and minor scratches on the lcd window.